Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of five of peritoneal dialysis therapy. During troubleshooting it was found that the heater bag was not securely connected and came loose from the heater line which resulted in a leak. Renal therapy services (rts) explained the alarm and assisted with ending therapy. Proper procedures per the user manual were reviewed. There was no patient injury or medical intervention associated with this event. No additional information is available.